Manufacturer narrative:
Device history review could not be verified as lot number was not provided. No sample was returned for evaluation, therefore a root cause could not be determined. We will continue to monitor this failure mode for this product.

Event description:
Customer reported that the nurse activated the hot pack by squeezing and the outer package ruptured allowing contents to leak out onto hands. Contents was washed off with soap and water. There was no injury.